Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when introducer needle was being removed, rn went to safety the introducer needle and the safety mechanism slid off the end of the needle, exposing rn to potential for needlestick. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism is confirmed and is manufacturing related. One photograph of a provena midline catheter kit with a 21 g secureloc introducer needle was returned for evaluation. It was observed that the safety mechanism was fully detached from the introducer needle. Due to the quality of the returned photograph, no details of damage on the introducer needle or the safety mechanism could be discerned. Blood residue was observed in the hub of the introducer needle. The detached safety mechanism was likely caused by an error in assembly of the component during manufacture. Corrective actions have been opened to address this issue. This complaint will be recorded for future trending and monitoring purposes.